Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 186, it previously being greater than 200 ohms. Also, the implantable cardioverter defibrillator (ICD) also delivered possibly inappropriate shocks and anti-tachycardia pacing (atp) during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes to include a0712 pacing problem.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 186, it previously being greater than 200 ohms. Also, the implantable cardioverter defibrillator (ICD) also delivered possibly inappropriate shocks and anti-tachycardia pacing (atp) during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating code 1005 was received, indicating an open circuit condition detected during shock delivery. Technical services (ts) was contacted, and ts discussed with the field representative that the shock impedance has been high for the past year and lead up to the code 1005. Ts recommended rv replacement. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 186, it previously being greater than 200 ohms. Also, the implantable cardioverter defibrillator (ICD) also delivered possibly inappropriate shocks and anti-tachycardia pacing (atp) during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating code 1005 was received, indicating an open circuit condition detected during shock delivery. Technical services (ts) was contacted, and ts discussed with the field representative that the shock impedance has been high for the past year and lead up to the code 1005. Ts recommended rv replacement. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes to include a0712 pacing problem.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 186, it previously being greater than 200 ohms. Also, the implantable cardioverter defibrillator (ICD) also delivered possibly inappropriate shocks and anti-tachycardia pacing (atp) during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating code 1005 was received, indicating an open circuit condition detected during shock delivery. Technical services (ts) was contacted, and ts discussed with the field representative that the shock impedance has been high for the past year and lead up to the code 1005. Ts recommended rv replacement. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 186, it previously being greater than 200 ohms. Also, the implantable cardioverter defibrillator (ICD) also delivered possibly inappropriate shocks and anti-tachycardia pacing (atp) during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The ICD system remains in service. No adverse patient effects were reported.